Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 06-jun-2017, fse arrived at the site to address the reported event. Inspection of the tubing and sample nozzle did not reveal any issues; however, the lead screw and guide rod of the large syringe were noted to be dirty. Fse cleaned the lead screw and guide rod for the large syringe. No further issues were noted and the device was reported to be functioning properly. No further action was required by field service. The most probable cause of the reported event was due to a dirty lead screw for the large syringe.

Event description:
On (B)(6) 2017, the customer reported a "706 l syringe" error with their g8 analyzer. She stated that she did not have a spare sample needle for replacement. On (B)(4) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.